Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, customer reset pump and the alarm cleared. There was no reported adverse impact to customer's blood glucose. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.